Event description:
It was reported that the patient became hypotensive and bradycardic. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was implanted in the laa of the patient. There were no complications reported. After the procedure, as the patient was about to be extubated, they became hypotensive, bradycardic and the patient was resuscitated(medication, and brief chest compressions). The immediate transesophageal echocardiogram showed no pericardial effusion and the device placement was unchanged. The patient is doing fine and has been discharged from the hospital.